Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was unable to pair a new monitor to their implantable cardiac monitor (icm) device. The monitor appeared disconnected, and the reader was not functioning, leading to concerns as the monitor had been off for more than 14 days. There was a reader position issue resulting in no telemetry with mycarelink. Troubleshooting steps included using various knowledge bases to address the disconnection, manual transmission, and reader position issues, as well as power cycling the monitor. It was suggested that the patient make an appointment to bring the monitor and potentially have the device interrogated in the office. No patient complications have been reported as a result of this event.